Event description:
It was reported that the customer had an issue with the pump not vibrating. Customer's blood glucose level was 165 mg/dl. Customer stated that the pump would usually vibrate before and after he gives himself insulin, but now it will not vibrate. Customer stated that the vibrate mode is on and the pump battery is low. Customer was explained that the vibrate mode will not work if the pump is in the low battery status. Customer performed a self test and the pump did not vibrate during the vibrate test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: unit passed self test and displacement test. However, unit received with rattling vibration due to vibrator motor adhesive not adhering. Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery alarms noted. Unit was programmed with test remote and communicated properly via rf with pump. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.